Event description:
According to the complaint, na results were 5-6 mmol/l too low. A sample was measured on the abl90 flex with result of 123 mmol/l. Comparison measurement with a different abl90 flex placed in different department gave a result of 126 mmol/l. Comparison measurement performed in lab (plasma sample) gave a result of 128 mmol/l. The customer replaced the sensor cassette and after replacement the same results as results of comparison methods were reported. No patients were harmed due to this event.

Manufacturer narrative:
Based on additional data provided it was still not possible to identify the results in question. For this reason it has not been possible to determine any error and root cause for this event.